Manufacturer narrative:
Correction e1 - initial reporter country - japan one pump was returned for analysis in used condition. Visual inspection showed the device was in good condition. Service history review identified no indication that the complaint was related to a service of the device within the view period. As a result of checking the event history log, it was confirmed that there were no errors in the settings and no record of any alarms related to flow rate accuracy. Functional testing could not confirm the customer reported issue. The accuracy was within specification. The investigation could not determine the cause of the reported issue because there is no problem the pump accuracy, and it is not reproducible. It is possible that the issue was due to the cassette or circuit products. No action will be taken. The pump passed all testing.

Event description:
It was reported that while checking after patient use, the remaining liquid amount is displayed as 21.9 ml, but the actual amount of chemical liquid remaining in the cassette was 35 ml. There was no patient involvement and no health damage to the patient in this incident.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.